Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the computer hard drive to the advantage plus pass-thru was not working properly. To resolve the issue, the technician replaced the computer hard drive, tested the unit, confirmed it to be operating according to specification, and returned it to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that their advantage plus pass-thru was not working properly. Because the facility had no other available methods of reprocessing devices, procedures were postponed. No report of injury.